Event description:
The first clue rptr had that there may be a problem was when the dex value rptr got simultaneously was over 50 points higher than the machine at rptr's dr's office got. Further testing on rptr's own has shown that rptr's bayer glucometer dex is neither a consistent or reliable indicator of rptr's sugar levels. At first rptr thought it might have been the cartridges, exp 8/01, but rptr opened 2 new ones. The reading from the first new one, exp 5/02, matched the old one and the readings from a second new packet, same box/lot exp 5/02, was 43 points lower. Since rptr was basing the amount of insulin on inaccurate reading that much of a difference could have got rptr in trouble. Rptr's sugar readings are quite high, poor control, due to active diverticulitis/gi infection. Rptr is not sure that the device is accurate at the high end. Rptr has fresh control, normal, solution and the help line went through a diagnostic sequence that they said showed the electronics were working properly so rptr's concern is with the test strips. Since the first the control readings have gradually increased, currently 156/149, which is at the high end, if at all, of normal. The blood glucose test sensor cartridge insert implies a very accurate and reliable result. That has not been rptr's experience, insert reports a: correlation coefficient 0.98; coefficient of variation -cv- results of 3.6% or less, -3.6% of what? The reading/result? It isn't clear. Rptr has resealed the various test sensor cartridges used in case FDA is interested in getting them for analysis/qc. They may have a stability/accuracy problem. With summer heat and shipping they may be fragile? Rptr doesn't know especially since such different readings were obtained from 2 different cartridges from the same box/lot. The device itself could also be inaccurate although the MFR ran rptr through a series of diagnostic steps. Rptr did a series of samples, used the same techniques. All samples were taken within 5 mins of one another with freshly washed hands to minimize contaminaton potential. "Expiry" results from several runs date. Run 1 run 2 run 3 run 4 run 5 8/01 319 347 300 338 310 5/02 a- 321 291 318 274 300 5/02 b 278 error 307 306. Control fluid fell within norm yet the data is highly variable/erratic.